Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error message during the load sequence. The user's blood glucose level was 380 mg/dl, which was addressed by a manual injection. The customer was able to load a new cartridge successfully.